Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The returned battery did fail testing in the charger and was noted to have met its useful life. The battery was scrapped after evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type. The x series operators guide states under the "guidelines for maintaining peak battery performance" section: "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable."